Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 485 mg/dl. The customer¿s mother reported having high blood glucose levels. The customer treated for the high blood glucose level with a manual injection. The customer¿s current blood glucose level is 260mg/dl. The customer did not complete troubleshooting since unable to remove the infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.